Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for service and during the evaluation, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. The device failed multiple test steps. The device's sensor board was also replaced to address the issue. The coding has been updated to reflect this issues.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.